Manufacturer narrative:
During another service visit, the sample probe was replaced, and horizontal and vertical adjustments were performed. The rinse station volume and cell drying were verified and confirmed to be okay. A precision check for cholesterol was completed. Qc results for that day were okay. Another service visit was completed and horizontal and vertical adjustments were made for the sample probe. The rinse station volume and cell drying were verified. The investigation determined that there was not a general reagent problem, as the qc was passing on the day of the event. The investigation determined that the service action resolved the issue. There were no new events that occurred after the final service visit.

Manufacturer narrative:
The cholesterol gen.2 reagent lot number is 869385, and the expiration date was not provided. The calibration and qc were passing prior to the event. A field service engineer (fse) cleaned the sample pipetting needle, and the washing volumes in the reaction cuvettes were adjusted. Testing was confirmed as passing and the analyzer was functioning. During another visit, the coefficient of variation (cv) percentage for cholesterol exceeded. The fse resolved the issue and also completed a configuration modification on the instrument. After the intervention and the modification, the instrument was within specification. The investigation is ongoing.

Event description:
There was an allegation of a questionable cholesterol gen.2 result from the cobas c 503 analytical unit for one patient. The initial result on (B)(6) 2025 was 439 mg/dl, and the repeat result on (B)(6) 2025 was 285 mg/dl.